Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: screening device. Product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 19-oct-2025, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 16-nov-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had just undergone cervical trial lead placement to help with arm pain. The hcp placed 2 leads in the patient's cervical region without difficulty. When the patient got to the post op area the patient was complaining of left arm pain and stated that they could not move their left arm. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The post op nurse told the hcp right away that the patient was experiencing pain in their left arm. The hcp decided to remove both of the leads due to what the patient was experiencing. Immediately after the leads were removed, the patient was able to move their left arm again. The issue was resolved at this time. New information was received from a rep on (B)(6) 2022. Rep reports that the hcp believed the cause of the loss of arm movement and pain was the leads may have put too much pressure on the patient's spinal cord although the hcp never had any issues when putting the leads in: no resistance and no complaints from the patient. The serial number was provided for the wens unit on (B)(6) 2022.

Manufacturer narrative:
H3: product ID 97725 serial# (B)(6) was returned for product analysis. Analysis found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.